Manufacturer narrative:
Returned for evaluation was a solero unit, serial number (B)(6). During functional testing, the reported high reflected power was unable to be duplicated. The reported complaint description of high reflective power was unable to be determined as the complaint could not be duplicated. This is the first reported error of this unit for high reflective power. The unit was tested after nest connections were cleaned and passed the functional test and met all acceptance criteria. A root cause for the reported event cannot be established. A review of the device history records (service order system) was performed for the reported serial number (B)(6) for any deviations related to the reported defect of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution. Labeling review: the user manual, which is supplied to the user with this unit contains the following statements: "a chilled coolant source, chilled sterile saline, is required to maintain the solero applicators at an appropriate temperature. Use only chilled saline solution for the coolant source. Obtain a minimum of 1000 ml of sterile chilled saline. The saline will heat up as an ablation progresses and may eventually become too hot at which point the system will inhibit operation. Using larger volumes of chilled saline (up to 3000 ml) may increase the amount of time before the cooling reservoir needs to be replaced. Remove the cap on tubing set spike and insert spike, item (1) shown below, in the saline source, being careful not to puncture through the saline source. To insure proper fluid movement, place the saline source higher than the generator, such as on an IV pole."the following statement is listed in section 6 (system notifications/warnings/errors); "6.1.4 coolant warm: the system will display a notification if the applicator temperature sensor detects the coolant to be hotter than 38 °c as shown. The coolant source should be replaced as soon as is convenient to ensure uninterrupted performance. While this notification does not present a risk to the patient or end user, if the temperature rises above 48 °c, the system will abort an ablation that is in progress. This notification may occur during long ablations, or during treatment of patients with multiple lesions." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported solero unit has yet to be returned to the manufacturer for an evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an issue with this solero generator. It was reported that a "high reflected power" error message occurred with 3 separate applicators. As a result of this issue, the case was postponed to the following day. Upon testing the applicators, the end-user was faced with the error message "high reflected power". Neither disconnecting and reconnecting the applicator to the generator, nor turning the generator off and back on solved the issue. Three applicators (2x14cm + 1x19cm) were used successively, all resulting with the same error message. The case had to be postponed to the following day. The 3 applicators, with which the procedure could not be completed on the first day, were subsequently tested with another generator, and all 3 appeared to be functioning correctly. The patient was anesthetized prior to cancellation of the procedure but did not experience any harm or injury due to this event. This event meets the criteria a reportable adverse event; patient safety risk due to unneccesary sedation and treatment not provided.